Event description:
The dr was unable to insert the iab through the same sheath used with the first iab. The iab was inserted sheathless. The pt had bleeding from the event. The iab was not returned to datascope for eval. This iab was used. On 4/28/98, the following was reported to datascope: it was not possible to pass the iab through the sheath used with the first iab. This iab was inserted sheathlessly. Difficulty was encountered aspirating and flushing the inner lumen. Several attempts were made but these attempts were unsuccessful. This iab was used and was then inserted sheathlessly. The pt expired on 3/20/98. [Event complications]: bleeding-reported 3/17/98. [Pt's current status]: expired-rpt'd 4/28/98.

Manufacturer narrative:
Eval: the product was not returned or released to datascope for eval. (This follow-up MDR was mailed to FDA on 5/04/98).